Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application lost connectivity with the analyzer; there was also lost analyzer output. It was further reported via follow up that during an attempt to "burst pace" the patient out of atrial fibrillation, the connectivity issue occurred and a different programmer was used. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was determined at analysis that the customer comment could not be confirmed and that no conclusion could be drawn. If information is provided in the future, a supplemental report will be issued.